Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the resolute integrity rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 12 years. In the past 12 months, the physician has used the resolute integrity stent 200 times. 10 of the smallest (2.25 x 8 mm), 180 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 10 of the largest sizes (4.00 x 38 mm) of these stents were used. The following complications adverse events/effects were encountered in using the resolute integrity product over the last 12 months: 5 incomplete stent apposition events which were all related to a pre-existing condition or comorbidity. 2 stent migrations, both related to the procedure but not directly to the device itself the following device complaints were encountered when using the resolute integrity product over the last 12 months: five burst balloons, all of which resulted in no clinical/patient impact. Insertion difficulties were encountered in 10 cases, 5 of which had no clinical/patient impact and the remaining 5 had no impact on the procedure. Positioning difficulties were encountered in 10 cases, 5 of which resulted in no clinical/patient impact. In the remaining 5 events arthrotome was then used due to incomplete reperfusion. Incomplete stent expansion occurred in 5 cases, all of which had no clinical/patient impact. It was reported that in 5 cases the device did not perform as expected in terms of reaching the target lesion due to the vessel lining. It was also reported that in 10 cases the device did not perform as expected in terms of dilation of the target lesion, due to poor damage preparation. It was also reported that in 5 cases the device did not perform as expected in terms of ability to achieve thrombolysis in myocardial infarction (timi) flow 3 due to the presence of nephropathy and extensive atherosclerosis.